Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part mfg date: 19-may-2016. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot # h104822 of 2.0mm drill bit/qc/125mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Comments: a review of the material device history record revealed this lot (h067956) met all specifications. A review of the material device history record revealed this lot (7973522) met all specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.0mm drill bit broke into two pieces during a distal humerus fracture repair procedure on (B)(6) 2017. An extra articular plate locking compression plate (lcp) elbow set was used with a lcp small fragment set (all stainless steel). During the procedure, after an unknown number of unknown screws had already been implanted, the surgeon attempted to further reduce the fracture. After the extra articulate plate was implanted, the 2.0mm drill bit was discovered to have broken. The realization of the broken drill bit caused an approximate ten second surgical delay. Additional intraoperative x-rays were taken. The broken drill bit fragment was left in the patient's humerus. The remaining drill bit was easily removed without additional intervention. No other medical intervention was required. Procedure was successfully completed. Patient status/outcome was reported as stable. Concomitant devices reported: extra articular plate (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity unknown), stryker power drill (part number unknown, lot number unknown, quantity 1) this report is for one (1) drill bit this is report 1 of 1 for (B)(4).